Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. The capsule was located and retrieved in the patient's esophagus. There was nothing unusual about the patient or the procedure. The delivery system and capsule will be returned for investigation.